Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow through the catheter after insertion.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed. No visual defects were noted on returned catheter. Per the functional evaluation, the balloon was inflated with 10ml of water and administered to flow rate testing. While inflated, the flow rate was 75m/l/min, 72ml/min and 70ml/min. The internal flow specification for a sample of this product type is 70ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications precautions for use: since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken the fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken".

Event description:
It was reported that there was no urine flow through the catheter after insertion.